Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the clip from the pump case and the cartridge was pulled out. The customer successfully reloaded the cartridge and insulin delivery was resumed. The customer's blood glucose level was 72 mg/dl.